Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right internal jugular vein for mechanical circulatory support. Lost placement signals and flow calculations were noted. The patient's outcome at explant was survived and the patient's outcome was stable.

Manufacturer narrative:
A4. Weight of the patient and weight unit added. B5: additional event description added.

Event description:
Additional information reported the device was discarded.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h8 (usage of device). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was determined to be a dp sensor drift failure as evidenced by log pattern showing placement signal drift with stable motor current and psnr alarms. The cause of the issue was not established as limited clinical information was provided.